Event description:
Healthcare professional reported right capsular contracture baker grade IV and rupture. The device has been explanted and replaced. Device is no longer PMA approved.

Manufacturer narrative:
Device information was received, and is not PMA approved.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: observed next to the device appears to be biological tissue but, it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported right capsular contracture baker grade IV and rupture. The device has been explanted and replaced.